Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the md began to insert the intra-aortic balloon (iab) sheathless via the pt's left femoral artery. Due to the pt's torturous anatomy the md removed the iab from the pt's left femoral artery. To help navigate the iab into the aorta the md inserted a sheath into pt's left femoral artery and then reinserted the same iab through the sheath. Upon insertion into the sheath the iab membrane unraveled and became stuck in the sheath. The iab and sheath were removed as one unit. Another sheath and iab were inserted via the same insertion site successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. Intra-aortic balloon pump (iabp) therapy was delayed for over 8 minutes. There were no reported pt complications and the pt outcome is not available. Reference MDR #1219856-2011-00241 for the second event and MDR # 1219856-2011-00242 for the third event involving the same pt.